Manufacturer narrative:
A replacement monitor was not sent to the patient due to their request to cancel the account. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
During a visit to their cardiologist's office, the patient reported that under identical conditions and positioning, the teladoc blood pressure monitor recorded higher readings than the doctor's manual blood pressure monitor. The teladoc reading was 180/116, while the doctor's reading was 150/90, taken one minute apart on the same arm and in the same position. This reflects a difference greater than 20 mmhg.